Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that this report of an intraocular lens was explanted after the patient experienced blurry vision in the unknown eye due to unexpected postoperative results, which were attributed to the system suggesting an inaccurate intraocular lens power during refractive surgery.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. Service history was reviewed for the system. There were no service records (relevant to the reported event) found. However, the system was last serviced prior to the reported event per service record. The system was found to meet all cosmetic and performance standards. Therefore, based on the information obtained, the root cause of the reported event remains inconclusive. There were several potential contributing factors to the reported event. By proactively implementing preventive strategies to optimize surgical outcomes, surgeons will prioritize patient safety during procedures. However, based on the information obtained, the root cause of the reported event remains inconclusive. The manufacturer internal reference number is: (B)(4).